Manufacturer narrative:
The hospital biomed cleaned the exhalation valve. No report of patient involvement. (B)(4). The hospital biomed cleaned the exhalation valve.

Event description:
The hospital reported that the bellows was not functioning as expected. There was no report of patient involvement.